Event description:
Treatment of a stroke. During the thrombectomy, it was reported that the device detached from the pushwire in the m1 segment upon pull back and remained in the patient. The patient's condition was reported as being stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient. (B)(4).